Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Device manufacturing records were reviewed. Review of x-rays by the manufacturer revealed a sharp kink in the lead. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
The as-received internal device data showed that high impedance occurred on (B)(6) 2014 at the latest. Analysis of the returned generator was reported in manufacturer report #1644487-2014-02943.

Manufacturer narrative:
Date of event; corrected data: additional information indicates that the event date is (B)(6) 2014 at the latest.

Event description:
An implant card was received indicating that the vns patient underwent generator and lead replacement surgery on (B)(6) 2014 due to end of service and lead discontinuity. The explanted generator has been returned to the manufacturer where analysis is currently underway. The explanted lead has not been returned to date.

Manufacturer narrative:
Additional information indicates that the patient is male.

Event description:
It was reported that device diagnostics resulted in high impedance (>10,000 ohms). The patient was referred for surgery. X-rays were performed and sent to manufacturer for review. Review of x-rays identified that the lead pin appeared to be fully inserted into the generator header. The electrodes appeared to be placed in normal arrangement. A clear lead sharp angle was observed close to the left tie-down. Both lead wires were included in the sharp angle. Based on the x-ray images received the sharp angle is a likely cause of the high impedance. No known surgical intervention has been performed to date.